Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) could not investigate the subject device, because the subject device was not returned to omsc. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Since the subject device was not returned to omsc, the exact cause was unknown. As about 6 years has passed since the manufacture date of the subject device. Based upon the information from the olympus local service department, omsc surmised that the reported phenomenon occurred since the circuit board of the subject device was broken by aging degradation.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) will start evaluating the device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair requested by the user at the olympus local service department, the olympus local service department checked the subject device and found that led of the front panel malfunctioned and the front panel functions did not work since the circuit board of the subject device was broken. There was no report of patient injury associated with the event.